Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the system reported a "self-test failed" warning message that appeared after the endoscope was plugged in. The same endoscope produced normal images on another system. Testing a different endoscope resulted in very slow reading speeds. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used another scope to complete the procedure. The endoscope controller (ec) was still operable during the procedure. The procedure was completed robotically with same dv system. The procedure was a partial nephrectomy.

Event description:
Refer to h11 for follow-up information.